Event description:
Caller reported air bubbles in the tandem mobi cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and infusion set/tubing and then resumed insulin delivery.